Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis is unknown. The patient was not hospitalized for this event. On the same day, the patient was treated with injection vancomycin (1 gram, intraperitoneally, immediately and every fifth day, duration not reported), injection meropenem (1 gram, intraperitoneally, twice a day for 10 days), and injection amikacin (500 mg, intramuscularly, for 10 days, frequency not reported) for the event. At the time of this report, the patient was recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 3.